Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/17/2014 with the following findings: a review of the pump history revealed that the auto-off alarm was set to 24 hours. A review of the black box history revealed a call service auto-off alarm on (B)(6) 2013 at 11:37am 14 hours after a bolus was performed on (B)(6) 2013 at 7:36pm. During testing, the ¿auto-off¿ was set to 1 hour; the pump alarmed after 1hour with a call service alarm. The pump was primed and exercised for 24 hours; no ¿auto-off¿ alarm occurred during testing. No defect was found with the reported "auto off" alarm issue. Unrelated to the complaint, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging at 11:30am, the pump¿s auto off alarm went off unexpectedly even after a bolus was delivered 4 hours prior. Reportedly, the patient had a blood glucose value of 13mmol/dl with no symptoms. The reported bg does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.